Manufacturer narrative:
Follow-up submitted as further investigation determined this is a duplicate of mw #3006433555-2015-00402.

Event description:
It was reported by the distributor that a patient allegedly fell out of bed due to the bed exit alarm not working. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The distributor performed evaluation and any required repairs.

Event description:
It was reported by the distributor that a patient allegedly fell out of bed due to the bed exit alarm not working. No adverse consequence or clinically relevant delay in treatment was reported.